Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was seen by a physician's assistant (pa). At the visit, the implanted neurostimulator (ins) battery was determined to have 120 months left. It was noted that it was implanted in 2010. The patient was programmed at 2.6 volts (v) and never turned the device off. The patient was going to follow-up with a hcp as it was determined that they had a power on reset (por). The physician office needed the correct ins battery longevity to determine possible ins and lead replacement. This occurred a couple of weeks prior to the report. There were no symptoms or further complications reported or anticipated.